Event description:
A malfunction was reported with the pump, and no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy while tandem technical support arranged to replace the pump.